Event description:
It was initially reported that a volume discrepancy was reported with the actual residual volume being greater than the expected volume. Per the reporter, the hcp aspirated the full 18ml from the reservoir; expected volume was not provided. A pump replacement was being planned. It was later reported that the pump contained baclofen 500 mcg/ml at a dose of 34.12mcg/day. The patent experienced return of spasticity. The patient also had other health issues related to a blood thinner that the patient's cardiologist prescribed. Now the patient's cardiologist and managing hcp were working on getting the patient back to the operating room for a pump change. The hcp prescribed oral baclofen for the time being.

Manufacturer narrative:
(B)(4).